Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-10. H6: investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 0104303 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of blue foreign matter (fm) on the tip of the catheter. A piece of the fm was collected and sent for ftir analysis. The analysis showed that the fm contained polybutadiene or rubber. Polybutadiene is not a known material used in the manufacturing process of insyte autoguard devices. Therefore, input from the insyte autoguard manufacturing and packaging line leads was requested to identify other potential sources of blue polybutadiene. A possible source was determined to be nitrile gloves used during the manufacturing process. The ftir analysis of the fm and nitrile gloves provided a clear comparison between the two. There was enough resemblance and overlap of peaks in the ftir result comparison to say that the most likely source of the foreign matter observed was the rubber gloves used in production areas. Based off the visual inspection and ftir testing the engineer was able to verify the reported defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the needle. The following information was provided by the initial reporter, translated from french to english: "when placing a venous access, use a catheter with a defect (foreign body on the needle)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 2944 FDA patient problem code: 2199

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the needle. The following information was provided by the initial reporter, translated from french to english: "when placing a venous access, use a catheter with a defect (foreign body on the needle)."